Event description:
It was reported that during testing at the user facility by the field svc tech, the device was leaking unk fluid and overheated. There was no pt involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
During visual insp it was observed that there were no signs of fluid leak. Internal components were evaluated which revealed the presence of corrosion within the device as well as the presence of foreign debris contamination on the bearings.